Manufacturer narrative:
Device manufacture date provided. The software investigation found that the reported event was related to a software issue. The log file shows that there were two occurrences of the undo operation exception shown in the file ¿image1.png¿ which is also attached to the same case. A timeline of the events leading up to one of these events is shown below: the 14:19:09 umbilical disconnected. The 14:22:56 umbilical connected. The 14:24:37 exception in application: the undo operation encountered a context that is different. The 14:24:56 system recovering from improper shutdown. This sequence of log entries indicates that this complaint is an occurrence of a software anomaly. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
On 04/22/2016 a medtronic representative performed an imaging system check-out, all areas passed. Reported issue could be replicated. The imaging system was trying to move the rotor before it goes down in the y axis. When the door was open and the rotor was disabled, the system homes as intended. When not disabled, it is attempting to home rotor before going down in the x-direction. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, when the imaging system was closed around the patient, the pendant went into stand alone mode. The mobile view station (mvs)f monitor then showed "mvs application stopped working. The medtronic representative selected the "ok" option which caused the imaging system to unexpectedly exit the mvs software and revert to the white screen that reads "o-arm". After re-booting, the imaging system was able to take images. They then removed the system from the field and unplugged the interconnect (umbilical) cable. After plugging the interconnect cable back in, the mvs showed the same error message and exited unexpectedly. Another imaging system re-boot restored normal function and the confirmation spin was successful. There were no further issues. The surgeon completed the procedure with the use of the navigation system and the imaging system. Delay in therapy was 15 minutes. There was no impact on patient outcome.